Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/06/2014 with the following findings: the black box starts on (B)(6) 2014. Due to continuous use of the pump the black box data for the event on (B)(6) 2014 have been overwritten. The current black box shows no evidence of short battery; battery voltages in the black box are within normal specifications. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. Removed the pump cover; no intermittent connections or moisture damage was observed. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. The battery compartment is cracked between bumper pad and cover. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.